Manufacturer narrative:
The reported event of no sensing was not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of a dual chamber pacing system. During the procedure the physician attempt to implant the right atrial lead but found that the sensing parameters could not be detected at multiple locations. There was no replacement lead available, and the procedure was completed without an atrial electrode. The patient was recovering.